Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Pre procedure echocardiogram did not reveal evidence of effusion. A watchman access system (was) was used with a 24mm watchman laa closure device and delivery system (wds). During the procedure, two partial recaptures were performed. The closure device was deployed and released in the laa. At the end of the procedure, a 4 mm pericardial effusion was observed. The patient was monitored, but no interventions were performed. The effusion resolved and patient was discharged the following day.